Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incorrect cartridge size, damaged release button, damaged joint cover. Additional information was requested and the following was obtained: what color cartridge was being used? -white,. Was the force to fire higher than normal? -not sure. Couldn't fire gun or open jaws. Heard audible "pop" when handle was initially closed to clamp jaws. What troubleshooting steps were taken to open the device? -reverse knife with red toggle switch. Pulled handle again. Release button could not be pushed in. No response. What is the patient¿s current status? Not sure. How experienced is the user? Very. Was this an emergency or planned procedure? Planned. The analysis results showed that one ec60a device was returned inserted through a b12lt trocar and loaded with a 45 mm reload. The reload was noted to be fully fired and in good visual condition. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Furthermore the closing trigger was received broken and in the closed position making the device non functional. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. No functional test could be performed due to the conditions of the returned device. The device was disassembled to verify the internal components and the release button was found broken. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon clamped the jaws down on the specimen and when he went to make the first stroke to advance the knife blade, he heard an audible pop. The gun was apparently non-responsive after that. It sounds like he tried to properly reverse the knife blade via red toggle button and reverse stroke and the jaws still wouldn't release. He ended up opening up the patient and finishing the procedure by using clamps, scissors and suture; opened up, cut and tied. The patient was opened up because the stapler would not come off of the appendix.